Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the sterilization packaging appeared to be compromised when the customer opened the box. The surgery was completed with another device.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the retuned device in the packaging identified that the inner and outer cavities were melted and deformed. A stock investigation identified no other units from this lot were available for inspection. Review of the device history records identified no deviations or anomalies. This device is used for treatment. Review of the returned device with packaging quality indicates that the damage occurred sometime after the initial packaging, as the ancillary labels and shrink film that are applied after original manufacture were also affected. It is suspected that an intense heat source was applied to one side of the carton, which caused the damage to the packaging and compromised the implant sterility. Per the shrink wrap machine operations work instructions, any packages that become stuck in the shrink tunnel are not to be re-run and must be held for review following the ncr process. No ncrs were noted during the shrink and pack operation for this lot. Review of the complaint data for products that underwent the shrink and pack operation in warsaw identified that the actual occurrence of this type of event is below the acceptable limit in the pfmea. A definitive root cause cannot be determined; however, it appears that the damage occurred after leaving zimmer biomet control.